Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon retraction of the nose cone of the aortic body delivery system, the physician encountered difficulties and a portion of the catheter chassis (nosecone and guidewire lumen) detached from the delivery system and could not be retrieved. A balloon expandable stent was deployed to pin the detached chassis in place at the level of the aortic body suprarenal struts. The remaining portion of the catheter chassis extended into the aneurysm sac. The aneurysm was successfully excluded at the conclusion of the implant procedure and there were no patient sequelae as a result of this event.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the fractured aortic body delivery system was found to be unknown/undetermined due to the lack of relevant medical records and imaging surrounding the event. The final patient disposition was discharged home on post-operative day one. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).